Event description:
Patch put on patient's left leg below hip, because of arthritic pain. After 4 hrs patient began having severe pain, so we thought patch was not working. It was removed and there were two burns. They were blood red and weeping. Antibiotics applied and bandaged. Went to dr in 2007 and he said continue antibiotics for 7 days. Dose or amount: 4x8''; frequency" once, route: to shin, dates of use: #1. Applied at 10:00 am in 2007, #2. Removed at 2:00pm same day. Diagnosis or reason for use: leg pain. Event abated after use stopped or dose reduced? Yes.